Event description:
It was reported that approximately seven days post-implant of five palatal implants, the patient experienced pain and/or difficulty s wallowing and foreign body sensation. Upon examination, it was found that one implant had partially extruded through the mucosa and had to be removed. There was no further patient impact reported.

Manufacturer narrative:
The product was not returned to the manufacturer for analysis. This product is used for treatment purposes. Device description: the pillar system ('system') consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 18mm in length and has an approximate outer diameter of 2 mm. The delivery tool consists of a handle and 14-gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. Indications for use: the system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. This system is labeled for use by physicians and dental professionals with adequate training including maxillofacial surgeons. Potential complications: use of the system involves potential risks normally associated with the use of any implanted device, including but not limited to partial/full extrusion of implant and foreign body sensation. Should the implant require removal or the patient request removal, a minimally invasive surgical procedure is required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.